Manufacturer narrative:
UDI # unknown. (B)(4). The actual complaint product was returned for evaluation. One used sample was received with no packaging. The halyard closed suction catheter (csc) was received with no mating components (i.e. Hme, flex connector). It is noted that the thumb valve cap is broken away from the valve body. The break occurs in the body of the stem. The connection of the returned hme from sample one was checked with this sample as no mating components were received specific to this device. The connection of the hme to the double swivel elbow male insert does not display any connection issue. The device history record for the lot number, m6018t639, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the second of two reports. Refer to 8030647-2016-00172 for the first report. It was reported that, on the closed suction catheter, the side vent port of the elbow on the catheter seems to appear too small and loose for the ventilator circuit or (hme) heat moisture exchanger or other devices for a tight connection. Medical intervention is provided when the patient loses contact with the ventilator by reattaching the catheters. There was no patient injury reported. No further information has been provided.